Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The pump powered on properly when the user changed to a new battery from a new pack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings the pump powered on with a returned battery cap. There was no visible damage to the battery cap and it was able to fully tighten onto the pump. The battery cap measurements were within specifications. A power loss was not duplicated durng. The battery compartment was intact and the pump passed a leak test. However there was evidence of moisture contamination inside the battery compartment. No pump reboot events were observed in the device's black box. Additionally there were no alarms related to the complaint recorded in the device's history. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No power issues related to the complaint were duplicated during the course of the investigation. There was no evidence of additional moisture contamination inside the pump.